Event description:
Procedure: distal pancreatectomy. According to the reporter: a duet trs green load was used to secure the transected pancreatic tissue. The patient experienced intra abdominal bleeding on postoperative day 2 that required a laparoscopic look but the bleeding had subsided. Then, on postoperative day 7, the patient had a more severe bleed necessitating a laparotomy and 10-15 unit transfusion. The origin of the bleed appeared to be a branch off the gastro duodenal artery likely eroded by the pancreatic fistula/leak. The duet trs material was noted to be stiffer than the surgeons thought it would be at postoperative day 7. The duet trs staple line and material were not the cause of the bleed and the leak.

Manufacturer narrative:
(B)(4).